Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: difficult to remove, clip not deployed symptoms/ae: failure to achieve hemostasis; surgical removal. Time of malfunction and symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device became stuck in the arteriotomy and could not be removed. The pt was sent to surgery to remove the starclose device. The clip was not deployed, although all the steps were reported to have been completed. There were no reported adverse pt sequelae. No add'l info was provided.